Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited left ventricular (lv) farfield oversensing of the right atrium (ra). This resulted in the patient experiencing pacing inhibition. Technical services provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.